Event description:
It was reported that the target lesion was the distal right coronary artery (rca), with no tortuosity, no calcification, 90% stenosis, concentric and de novo. After pre-dilating the lesion, the xience v 2.5 x 18 was delivered to the lesion. However, the stent delivery system (sds) balloon ruptured at the first inflation at 6 atms. The stent was exchanged for a non-abbott 2.5 x 8 stent and it was implanted without any problem and the procedure was completed. There were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was 90% stenosed and may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the sds. Ultimately, return of the xience may have aided the eval in determining the cause for the reported difficulty. To ensure this type of damage is not a result of a potential mfg or product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record (lhr) did not reveal any non-conforming material records (ncmr) associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.